Event description:
It was reported that the surgeon implanted the prosthesis in 1988. It was further reported that the pt started to experience pain in 03. X-rays showed displacement of the tibial insert due to a small piece of metal breaking off the tibial tray. It was revised 4 months later.